Manufacturer narrative:
The user facility declined return of the device.

Event description:
The device overheated during testing by a manufacturer service technician at the user facility. There were no adverse consequences related to this event.